Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. An interior inspection was performed and the receiver case was missing a component, along with soldering bridge issues. Paring, calibration and performance tests were conducted with all resulting in failed results. Receiver data log was downloaded resulting in a loss of connection observed within the log post testing. The reported customer complaint was confirmed. The root cause was determined to be an assembly error.